Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. The reason for call was to inquire about MRI scanning eligibility. Patient mentioned that they were needing an MRI of their brain and cervical area and no one believed them that the device was not operating anymore. Patient stated they no longer had their external controllers because they didn't use their ins. Patient said their therapy never worked for them because "the wires kept getting broke." Patient said the doctor was supposed to have removed the system, but they didn't. Patient said they discovered the system was disconnected, not explanted. Agent reviewed MRI scanning guidelines with patient. Agent reviewed with patient that an x-ray could be done or managing hcp notes gathered to determine if the system was actually disconnected or fully intact. Agent reviewed with patient that if system was not intact, they would need to follow-up with managing hcp before having MRI. Patient stated they have not established care with a new provider since moving. Agent confirmed patient zip code of (B)(6) and emailed local physician listings.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2hlsp); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.